Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did both devices have the same issue with the device not opening? Yes, they are same. How were the devices removed from the tissue? It did not closed with tissue. Did the jaws eventually open on both devices? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? None. Was buttressing material utilized? If so, which product? None. Were any unexpected noises heard? If so, when? No reported.

Event description:
It was reported that prior to an unknown procedure, the device did not open jaw for inserting blue catridge. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.